Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged bronchitis and difficulty breathing/shortness of breath while using the device. Patient also alleged a burning smell. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information about an alleged sore throat, shortness of breath, nasal/throat irritation or soreness. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer using a known good power supply and power cord and observed the following from an investigation.an unknown white and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air inlet of the blower box, at the air output port, at the top of the blower motor and the blower motor seal, black contamination in the bottom enclosure, white specks of contamination on the bottom the blower box, few tiny pieces of potential hairs/fibers in the bottom of the blower box ald also they identified keratin, at the air outlet of the blower box. Potential mineral deposit/water spots on the bottom of the blower motor and inside of the blower motor. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. Evidence of sound abatement foam degradation/breakdown was not observed. The device's downloaded event log was reviewed by the manufacturer and found zero error. The manufacturer unable to directly address the symptoms outlined in the complaint and they did observe dust/dirt contamination in the airpath, likely from a source external to the device. In this report, section h6 has been updated.